Event description:
It was reported that the pulse generator exhibited an inappropriate decrease in magnet rate. The patient had undergone surgeries for cataracts and cancer since (B)(6) 2015. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).